Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-wave amplitude measurements two months post implant. A lead revision procedure was performed. During the procedure, the helix was difficult to retract, however, the helix eventually retracted. The physician opted to explant and replace the lead. Upon explant of the lead, tissue was noted in the helix. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found blood/body fluid in the lead due to damaged insulation, inspection also showed that the insulation was bunched and the conductor coils were deformed and cuts were noted in the insulation. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Further visual inspection found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function. Laboratory analysis noted that the bunching and deformed conductor coils were consistent with the lead being placed through a constricted area. Laboratory analysis further noted that the damaged/cut insulation was consistent with explant related damage. The decreased amplitude measurements and failure to sense was not confirmed through laboratory testing. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-wave amplitude measurements two months post implant. A lead revision procedure was performed. During the procedure, the helix was difficult to retract, however, the helix eventually retracted. The physician opted to explant and replace the lead. Upon explant of the lead, tissue was noted in the helix. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Additional information was received that this lead also did not sense. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r-wave amplitude measurements two months post implant. A lead revision procedure was performed. During the procedure, the helix was difficult to retract, however, the helix eventually retracted. The physician opted to explant and replace the lead. Upon explant of the lead, tissue was noted in the helix. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Additional information was received that this lead also did not sense. The product has been received for analysis. This report will be updated upon completion of analysis.